Event description:
A 67 y/o male presented to ER with history of chronic renal failure, chronic dialysis & abdominal pain. Arm shunt found to be not working adequately. Pt required a new access to perform dialysis. Quinton catheter inserted via internal jugular vein. Pt went into cardiac arrest approx. A few minutes after the insertion despite aggressive resuscitative efforts pt expired.